Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022 . The patient experienced significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was explanted and this resolved the problem.